Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint for barrel broken on lot # 7296891. Investigation summary: customer returned a photo of a 1/2cc bd safetyglide syringe without any packaging. Customer states that the front of the syringe is ruptured. The attached photo was examined and exhibited a piece of the barrel broken off from the 0 unit marking partially down the barrel. A review of the device history record was completed for batch# 7296891. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause was noted to be the barrel likely being broken in the prep dial prior to assembly, which accounts for the lack of damage to the needle assembly. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd safetyglide¿ insulin syringe was broken. No serious injury or medical intervention was reported.